Manufacturer narrative:
An event regarding osteolysis and wear involving an unknown poly liner was reported. The event was confirmed following review of medical records and x-rays by a clinical consultant. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated: " brooker iii heterotopic ossification noted superolaterally, and a small stem with a thick cement mantel is noted in slight varus with approximately 7 millimeters of poly wear in the periacetabular regions, including all three zones and the greater trochanter with no migration or gross loosening of the components." " x-rays dated (B)(6) 2008 are two ap spot films with the needle in the joint and a CT of the right hip on a cd demonstrating periacetabular and lateral proximal femoral lucencies consistent with osteolysis. A (B)(6) 2008 ap of the pelvis and ap and lateral of the right hip demonstrate increased periacetabular osteolysis with no migration of the components. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return and device details, would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
A letter provided by the patient indicated: "on (B)(6) 2008, I underwent a revision surgery on my right hip to address deterioration of a previous hip replacement device..."

Manufacturer narrative:
It was noted that the patient is represented by legal counsel. No additional information is available at this time due to ongoing litigation. Based on the limited information available, the event could not be confirmed and the cause could not be determined.

Event description:
A letter provided by the patient indicated: "on (B)(6) 2008, I underwent a revision surgery on my right hip to address deterioration of a previous hip replacement device..."